Manufacturer narrative:
Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
An endurant evo sent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal neck below the renal arteries was 22.2mm and the length of the proximal neck was 26 mm. It was reported that a proximal type I endoleak was observed at index. A reliant balloon was used to dilate twice. It was noted that at the end of the procedure, after dilation with the reliant balloon, there was almost no type ia visible. Investigator assessed that the underlying reason for the endoleak is patient anatomy. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the proximal type I endoleak observed at the time of the index procedure and again five months later had not resolved. A CT at approximately one year post implant revealed the same ongoing proximal type I endoleak. The physician did not notice any changes and the patient did not complain of any adverse event. The patient was scheduled for regular two year follow up. It was also reported that as long as the aneurysm diameter was stable there was no need for further intervention.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. One year post index procedure, the crf indicated that previously performed CT revealed that the proximal type I endoleak had resolved. A recent CT demonstrated that the proximal type I endoleak had reappeared.